Event description:
Complainant alleged that during a routine preventative maintenance check, when the defib mode was selected, the device remained in monitor mode. The complainant indicated that there was no pt involvement in the reported failure.